Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they applied the reload to the tissue during a gastric sleeve procedure, the device would not fire. They had to open a new one. There was no patient injury.